Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 989 mg/dl at time of incident. Current blood glucose level was 238 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Infusion set cannula was bent. The insulin pump received insulin flow block alarm in the past. Unable troubleshooting for insulin flow block alarm. Customer stated that insulin flow block alarm event resolved by changing complete set. The device will not be returned for analysis.